Manufacturer narrative:
510k: this report is for an unknown cable/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2020, fragments were generated from two (2) unknown cables during the removal procedure. The fragments remained in the patient. The surgeon was only able to remove a portion because the other portion was embedded in tissue or bone. There was no additional intervention or plan to remove the remaining cables. There was no surgical delay. There was no patient consequence reported. This report is for one (1) unk, cable/wire. This is report 2 of 2 for (B)(4). Complaint (B)(4) will capture the intra op event in which there were fragments generated from the unknown cables during removal a portion was embedded in tissue or bone and (B)(4) captures the post op event removal of titanium trochanteric fixation nail system (tfn) and cables.